Event description:
It was reported the patient has been experiencing inadequate stimulation since being implanted. It was also reported the patient has a history of falling. The patient plans to discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.